Event description:
It was reported that the customer did not receive an alert to charge their pump, which resulted in the pump shutting down. This caused the customer's blood glucose level to display as "high," though the exact value was unknown. To address the high blood glucose, the customer administered a manual correction injection. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.